Manufacturer narrative:
The device was returned with introducer installed on eviva device. The introducer sheath has been damaged. The investigator did not visualize any plastic material in the cutting window trough, or the tissue filter basket. Exact cause of this observation and damage to the introducer sheath is unknown. Additionally the device was ran through the testing cycle and passed with no issues. Every eviva disposable device is tested to ensure proper functionality and all components are inspected for damage prior to final qa release. This observation will be monitored and trended. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. (B)(4).

Event description:
It was reported a physician performed a successful eviva breast biopsy procedure on (B)(6) 2016, but "when the device was being removed with the introducer in place it was shredded with holes in it." The physician suspects there pieces left inside the patient. It is unknown if intervention was required